Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 550 mg/dl and a high ketone level. Reportedly, the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was a value displayed as "low," and the meter bg reading was a value displayed as "high." As a result of the decreased basal delivery, customer's bg level rose to 550 mg/dl. Bg was addressed via intravenous insulin and saline. Reportedly, the customer left the ER 10 hours later with the issue resolved and no permanent damage.